Event description:
The site communicated that the patient was admitted to an outside facility for a driveline infection. The patient reported he had not changed his dressing in a week or showered and it soaked his bed. He reports feeling feverish and having chills. While the patient was admitted he had a driveline revision and a wound vac was placed. Patient was discharged to an outside long-term acute care hospital facility. The event was marked resolved on (B)(6) 2020.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a driveline infection at another facility. The patient reported he had not changed his dressing in a week or showered and it soaked his bed. The patient reported feeling feverish and having chills. The patient had a driveline revision and wound vac placed. The patient has discharged to an outside long-term acute care hospital facility. The event was marked as resolved on (B)(6) 2020.